Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Additionally, supplemental testing also revealed contamination within the power port pins. Internal visual inspection revealed no anomalies. Log file analysis associated with (B)(6) revealed a motor start events recorded on (B)(6) 2024 at 20:40:45 and on (B)(6) 2024 at 21:11:40 in which a motor start parameter was atypical. In addition, log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-mi nute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) within the analyzed period. The associated batteries had been lubricated prior to release. Review of the event log file revealed twelve (12) controller power-up events with associated pump start events logged between (B)(6) 2024 at 21:19:23 and (B)(6) 2024 at 12:53:23, indicating losses of power to the controller. Momentary disconnections were recorded leading up to the losses of power. The controller was without power for an average of ten (10) seconds. A loss of power to the controller will result in a continuous audible alarm and the controller screen going blank. Additionally, log files revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 14:58:26, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log file analysis did not reveal any controller fault alarms within the analyzed period. Review of the controller log files associated with (B)(6) revealed one (1) controller power-up event with an associated pump start event logged on (B)(6) 2024 at 15:13:22. Review of (B)(6) ¿s data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2024 at 15:13:58, indicating that the controller power-up likely occurred during the initial programming of the controller and/or a controller exchange. Of note, the alarm log file was unavailable for analysis. As a result, the losses of power, atypical motor start parameters, power switching events, ¿controller screen going blank¿ and contamination events were confirmed. The reported poor mechanical connection, bent pins and controller fault alarms could not be confirmed. The reported vad stop event could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stop. A possible cause of the reported poor mechanical connection, bent pins and controller fault alarm events could not be determined because the returned device tested within specification and the issue could not be duplicated. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on an inv estigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or conta mination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the contamination event can be attributed to the handling of the device. The most likely root cause of the losses of power to the controller involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the loss of power event involving (B)(6) can be attributed to a controller exchange. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 11-feb-2025 h3: yes d1: controller d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 26-apr-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that post controller exchange, review of log files demonstrated an unexpected loss of power. The reason for the loss of power is unknown.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-jul-2023 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no. H3: no. H4: mfg date: 11-jul-2022. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited unexpected power loss. Four controller power-ups and associated pump start events have been logged, indicating a loss of power to the controller. The patient seems to be experiencing some issues with the battery connections. The patient mentions switching the batteries and then reports that the system shuts off completely, along with the telemetry. From the log file, it was noted that there have been some pump stops. The battery connections were cleaned, as they were a bit dirty, and a new set of batteries was provided. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and correction. Corrections to: d4 expiration date, serial #, unique identifier (UDI)# d6a implanted date. H4 device mfg date h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were concerns with the batteries not connecting to the controller properly with the patient noting power switching and the controller screen "going blank". To troubleshoot this, the battery connectors were cleaned and the possibility of bent pins on the controller, particularly with port 1 of the controller, were considered. The possibility of double disconnections by the patient were also considered by the site. Controller fault alarms were confirmed on autolog review due to a depleted internal battery and further review of log files demonstrated motor starts with parameters outside of the typical range and six additional unexpected power losses. The controller was exchanged.